Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4), 352.040 lot number 2542554, manufacturing date: 10.nov.2009, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2016 the scrub tech could not place a reamer head on the 5.0mm flexible reamer shaft. Upon visual inspection one of the prongs on reamer shaft appeared broken. The other remaining prongs appeared bent. A second reamer shaft set was used to complete the surgery successfully without any surgical delay or harm to the patient. The patient was reported as fine and in good health. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). A product development investigation was performed for the subject device (5.0mm flexible reamer shaft, part number 352.040, lot number 2542554). The subject device was received with the reported complaint that the scrub technician had difficulty placing a reaming head on the 5.0mm flexible reamer shaft and it was noted that one of the distal prongs had broken and the remaining prongs were bent. The returned instrument was examined and the complaint condition was able to be confirmed as one of the prongs on the distal end of the flexible shaft was found to be broken and the remaining three prongs were deformed. The complaint condition was confirmed. The flexible shaft (352.040) is utilized in operations when reaming is utilized and is noted in nine (9) technique guides including: titanium cannulated tibial nail, adolescent lateral entry femoral nail (alif) and reamer/irrigator/aspirator (ria). In use, a cutting head (starting with 8.5mm and moving up in 0.5mm increments) is attached to the distal end of the flexible shaft and inserted under power over a reaming rod per the titanium cannulated tibial nail technique guide. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed (as previously reported) for the returned instrument¿s lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. A definitive root cause was not able to be determined as the technique at the time of failure is not known; however, the failure mode is consistent with rough handling during reaming attachment/removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.